Event description:
Co's affiliate is reporting that during a shoulder procedure the distal tip of the inserter broke off into the anchor which are both encased in bone. The case was concluded successfully without further event or harm to the pt.